Event description:
On emergency, from anesthesia the patient bit down on the lma-laryngeal mask airway tube at the junction between the tube and mask. The mask of the lma-laryngeal mask airway broke off and remained in the patients mouth while the tube was detached.